Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity. It is unknown if the increase is above pre-vns baseline level. The increase is believed to be due to loss of therapy from the battery nearing end of service. Diagnostic tests performed on the patient's device revealed proper device function in (B) (6) 2009. The patient has been scheduled for prophylactic generator replacement surgery. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.